Event description:
It was reported that during a shoulder surgery a strange smell was noticed which got worse until the device stopped working. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The reported event of "a strange smell was noticed which got worse until the device stopped working" was confirmed. This evaluation determined that the reported event occurred due to a resistor r51 failure and a resistor r94 failure on the control board resulting from an overcurrent condition caused by issues investigated and addressed in CAPA-00063.